Event description:
It was reported: "orif of femoral shaft was performed. The surgeon attempted to fix the nail by using the distal locking screw and the target device after nail insertion. After confirming the parallelism between the sleeve and the nail by checking the lateral image, the most distal lateral fixation was performed first, and then, performed drilling of the elliptical hole (static side). The sleeve was manually supported to prevent it from moving, as it was likely to slip backward during drilling. The drill was broken just before the tip of the drill reached through the bone. Once the broken drill tip was left, the next drill was opened and the operation was continued (two distal locking screws were inserted for fixation, proximal fixation, compression, proximal ml lateral fixation, distal ap fixation, end cap insertion. After that, the broken drill tip was pushed inward and removed through an incision of the inner thigh and the surgery was completed successfully at last.

Manufacturer narrative:
Please note the corrections to d9 and h6 device code. The reported event could not be confirmed for the targeting device since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Nevertheless it can be mentioned that it is possible that the in the event description mentioned manual support on the sleeve did play a role in this case as too much pressure could lead to misalignment of the system. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported: "orif of femoral shaft was performed. The surgeon attempted to fix the nail by using the distal locking screw and the target device after nail insertion. After confirming the parallelism between the sleeve and the nail by checking the lateral image, the most distal lateral fixation was performed first, and then, performed drilling of the elliptical hole (static side). The sleeve was manually supported to prevent it from moving, as it was likely to slip backward during drilling. The drill was broken just before the tip of the drill reached through the bone. Once the broken drill tip was left, the next drill was opened and the operation was continued (two distal locking screws were inserted for fixation, proximal fixation, compression, proximal ml lateral fixation, distal ap fixation, end cap insertion. After that, the broken drill tip was pushed inward and removed through an incision of the inner thigh and the surgery was completed successfully at last.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.